Event description:
The customer reported the screen was black and the loss of live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.